Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of "when the cable is plugged into it, it isn¿t reading that the device is there" is confirmed. The issue was found to be due to a piece of plastic found inside the video connector preventing the full insertion of pigtails causing no image. Service repair removed the plastic obstacle resolved the issue. Unit was noted with old main switch and needs to be updated. The software version is version 1.06 and recommended to be updated to version 3.10. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported with an issue of when "the cable is plugged into it, it isn¿t reading that the device is there". Customer replaced the device with a similar device the subject device was returned for evaluation. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the scope was not being recognized due to a piece of plastic being inside the connector that blocked the connection of the scope. The specific root cause of the piece of plastic inside the connector could not be determined at this time. The event can be detected by following the instructions for use which state: ¿confirm that the electrical contacts inside the video connector socket of this instrument are not damaged.¿ ¿confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.